Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high capture thresholds and inappropriate sensing in the atrium and ventricle. The lead was explanted and replaced. Follow up conducted revealed that the patient was provided a right atrial (ra) lead for the device upgrade and for clinical reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.